Manufacturer narrative:
The investigation of high purge pressure and limb ischemia has been completed. High purge pressure: upon visual inspection of returned product, blood was present in purge gap. Pump was returned damaged and partially cut on catheter. High purge pressure reproduction testing was unable to be completed as purge line was cut at catheter damage. Data logs were reviewed and lt logs showed a sharp rise in purge pressure with "high purge pressure" alarms being triggered. Real time (rt) log showed a short purge rise of approximately 5 minutes with multiple motor current spikes and speed deviations right before purge rise. Pump flow became almost fully saturated after motor current spikes and had clipping flows for remainder of rt log. Clinical details noted purge pressure alarms were resolved after tissue plasminogen activator (tpa) use. The root cause of the high purge pressure was most likely due to biomaterial ingestion based on returned data log analysis. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
Medical safety review of the event noted the impella cp is a serious injury given the limb ischemia. The patient's demise is associated with the impella 5.5 device. With impella 5.5 related complications, there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Refer to manufacturing report number 1220648-2025-28050 for the report on the impella 5.5 device. The impella cp device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and the next day after the start of the support, a purge pressure high alarm triggered. The plan was to start tissue plasminogen activator (tpa) through the purge system. An echocardiogram was completed and confirmed optimal impella position. However, it was further noted that there was an inability to doppler pedal pulses on the impella side. The right leg was cold. The patient was planned for escalation to an impella 5.5 which was successfully completed. The patient would expire four days later however while on impella 5.5 device.